Event description:
A customer reported an issue with their device's time settings, as the displayed time did not match the actual time by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the device and follow up if the issue recurred.